Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the stimulator was not adequately controlling pain.

Event description:
The healthcare professional (hcp) of a clinical study reported that the stimulator was not working. The outcome was resolved without sequelae. Interventions included explanting and not replacing the device. The patient was planning for explant. The etiology as noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was related to the patient. The patient had physical difficulties recharging. The patient wanted the spinal cord stimulator (scs) out. The scs was not working and it had been adjusted many times without success. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.